Event description:
An endurant bifurcated stent graft system was implanted in a patient for endovascular treatment of an abdominal aortic aneurysm. The aaa size is unknown. The aortic neck was 22 mm in diameter with minimal angulation. Iliacs were 12-14 mm in diameter on the right and 11-13 mm in diameter on the left with some tortuosity, but were otherwise unremarkable. It was reported that after the endurant bifurcated stent graft was deployed and ballooned, a very large type IV endoleak, described as more of a jetting, was seen from the crotch area of the bifurcated stent graft and was filling the aneurysm sac. No intervention was performed, and the patient will be monitored in 30 days by the physician. No clinical sequelae were reported, and the patient is fine.

Event description:
Additional information has been received for this case. The type IV endoleak has resolved without intervention. The patient has not had any further intervention.

Manufacturer narrative:
Evaluation, results (B)(4) inherent risk of procedure (endoleak), (B)(4) (cause of event is unknown). Evaluation, conclusion: (b)() (cause of event is unknown).